Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a broken drive shaft and imaging core wind up within the telescope section of the device. The imaging window was detached in the lapjoint section and was not returned for analysis. Impedance testing showed an electrical open at the proximal wave form.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image was very dark and unclear. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition was fine. However, device analysis revealed the imaging window was detached.